Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 26-jun-2029, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that starting about a month ago, they turned the stimulation off because the device really doesn't work for them and really hurts their body the last time they turned the stimulation on. Pt mentioned that they already tried turning the stimulation down and tried changing groups but still hurting their back. Agent redirected pt to their doctor and rep to further address the issue. Pt also mentioned that they will have an MRI this afternoon at 4pm and asked help to put the device on MRI mode. Pt asked, agent reviewed general use of the recharger and walked patient through charging the ins. Pt confirmed that the ins was charging red with excellent connection. Agent reviewed pt that they couldn't use patient therapy app if the implant battery is depleted. Pt will continue to charge the ins to 100% and will call back to assist them with MRI mode. Agent reviewed ins charging duration. During the call, mentioned said that the ins increased to 10%. Patient called back and stated they got their ins charged to 60% and were wondering if they needed to charge the ins to 100% in order to switch the ins to MRI mode. Agent reviewed and patient stated that it had been a nightmare for the past couple of hours to get the recharger to charge the ins because sudden movements would disconnect the recharger and now, they were getting a system error "0x67255b81". Agent walked patient through restarting a charging session and the patient was able to charge for a bit and then got a service code 1503. Patient was anxious and just wanted to make sure that they could have the MRI. Agent walked patient through MRI mode using the therapy application and the patient was able to access thetherapy application and put the device into MRI mode. Patient did not want the therapy on, and agent walked patient through confirming the therapy was off. Patient also confirmed that the ins battery was at 70%. Agent advised patient that they could keep the therapy off once they exit MRI mode. Patient was not using the ins at all and just charged it for the MRI. Patient stated they met with a manufacturer representative (rep) that adjusted the ins too high 3 weeks to a month ago and since then, they have been feeling the electrodes hot run up their legs to their back when they lay down and they have been feeling pain in their tail bone so they turnedthe therapy off and are thinking to have the ins removed. Agent reviewed and redirected the patient to their hcp to further address the issue. Patient was not intending to use the ins and just wanted to charge the ins for the MRI. Agent reviewed MRI mode again with patient.